Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, the shaft broke during insertion. No patient complications were reported.